Event description:
A patient's recent device interrogation revealed perpetually elevated atrial threshold and pulses per minute (ppm) at elective replacement indicator (eri). The patient then underwent atrial lead replacement and generator change out. The old right atrial lead was removed transvenously without issue. There were no complications. Note: the original surgery was not performed at our facility; no documentation of implant date.